Event description:
Revision of knee components after patient fell, resulting in opening of the wound and tearing of the medial ligament. This event occurred outside of the us, in (B)(6), and was discovered through post market surveillance activities.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. The device history record review provides assurance the part was accepted with conformance to the product requirements.